Event description:
The report stated that during a turp procedure, the cord (not a covidien lp cord) plugged into the generator burst into flame and separated about one inch behind the plug. The flame was blown out. There was no pt injury.

Manufacturer narrative:
The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The site was sent an info and straining packet on or fire prevention.